Manufacturer narrative:
Rec'd by MFR 11dec2019. Date rec'd 12dec2019. A blower valve was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/04/2019.

Event description:
It was reported that the ventilator during start up had an error code air valve liftoff failure. The service engineer (se) inspected the device. The se found no air flow although the blower is operational. The problem was with the air valve. The se replaced the blower valve assembly to address the reported issue and the ventilator was returned to use.